Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels as high as 255 mg/dl. Reportedly, the luer lock connection was disconnected. The customer reconnected the luer lock connection and stated that insulin was "pushed inside" of the customer's body. The customer stated that the luer lock connection was straight and secure. The customer then disconnected from the site and primed the tubing to remove the air bubbles. The bg level was addressed with a bolus via the pump. Additionally, it was reported that the customer changed the settings all the time without the healthcare provider knowing. Reportedly, all the supplies were changed to address the event.